Event description:
It was reported that the catheter separation occurred. The 100% stenosed target lesion was located in the non tortuous and severely calcified right anterior tibial artery. A 6f guidezilla ii pv long guide extension catheter was selected for use. During the procedure, it was noted that complete separation occurred at the guide segment. No resistance was felt before or after the separation. A 2.0 mm pta balloon was inflated in the dissected guide catheter, the entire wire was pulled out and completely removed. The procedure was completed with this device. No patient complications were reported.

Event description:
It was reported that the catheter separation occurred. The 100% stenosed target lesion was located in the non tortuous and severely calcified right anterior tibial artery. A 6f guidezilla ii pv long guide extension catheter was selected for use. During the procedure, it was noted that complete separation occurred at the guide segment. No resistance was felt before or after the separation. A 2.0mm pta balloon was inflated in the dissected guide catheter, the entire wire was pulled out and completely removed. The procedure was completed with this device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The distal shaft was microscopically and visually inspected. Visual inspection revealed that the distal shaft is separated from the collar. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. No other issues were identified during the product analysis.